Event description:
Procedure type: thoracotomy. According to the reporter: upon using the third cartridge, the surgeon felt the device was hard to operate and tried to remove the device from the cavity, then the needle was broken. New device was opened to complete procedure. After surgery, the broken needle was detected by x-ray, but it was surrounded by the diaphragm and could not be retrieved. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss or tissue damage. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).